Event description:
It was reported that the patient was septic with recurrent methicillin-resistant staphylococcus aureus (mrsa) bacteremia infections with suspected cardiac device infection and infected av fistula for hemodialysis. A transesophageal echocardiography (tee) noted vegetation on the coronary sinus lead and tricuspid valve. Blood cultures and cultures from tip of leads were positive for mrsa. The implantable cardiac defibrillator (ICD) and leads were removed. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal portion of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: a 419488 implantable pacing lead: (B)(6) 2012. A 5076-52 implantable pacing lead: (B)(6) 2012. D314trm implantable cardioverter defibrillator: (B)(6) 2012-. (B)(4).